Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient injected with 1 ml of [unspecified] juvéderm® volift¿ in the right tear trough and lips and 1 ml of restylane lyft. Approximately less than five months later, patient experienced swelling-redness in the right tear trough and lips and was treated with medrol 16mg. Two weeks later, symptoms re-occurred and patient was prescribed allopurinol for 15 days. Eight days later, patient started on prezolon and recommended for a general urine, urine culture and antibiogram, due to a history of chronic cystitis in an attempt to identify a possible cause of the immune reaction. Patient was placed on ceclor, due to asymptomatic bacteriuria (deemed not device related), after previously taking augmentin for 3 days and change after antibiogram results. Seven days alter, patient reported itching and plaque-bumps on the trunk, upper extremities and face. Patient stopped ceclor and starting an antihistamine. The initial symptomatology remains, with flare-ups and remissions.